Event description:
A hospital in (B)(6) reported that the pressure line of an rt345 adult breathing circuit was missing a connector. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the pressure lines of 10 rt345 adult breathing circuits were missing a connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: one rt345 breathing circuit was returned in its sealed packaging to fisher & paykel healthcare (B)(4) and visually inspected. Results: it was revealed that the pressure line did not have a connector (adaptor) in the circuit kit. A lot check revealed no other complaint of this type for lot number 111125. Conclusion: the connector (adaptor) on the pressure line is added to the breathing circuit kit at the packing station at the end of the production line. It is likely that operator error, during the assembly process, resulted in incorrect pressure line being packed in the rt345 breathing circuit kit. (B)(4). All of the components of the breathing circuit kits are visually inspected for missing components. Furthermore, (B)(4).

Manufacturer narrative:
The complaint device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.